Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was communicated that heartmate 3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists right heart failure, neurological events (not stroke related), and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿right heart failure¿), also states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 also lists neurological dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to right heart failure and encephalopathy. The patient's right heart failure, encephalopathy, and death were not thought to be device related and the device operated as intended. It was noted that no product would be returning, and log files were not available.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.